Event description:
Y-site blood tubing was being used to administer a unit of blood. The bag was spiked, tubing primed. Rn turned bag to better read/verify blood label (label was upside down when hanging on the pole). Tubing snapped off at the spike. Blood poured from the bag onto the pump and over the nurse before she was able to invert the bag.